Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer states meter gave her a "lo" result 3 days ago ((B)(6) 2016) and states that at the time she felt it was low but not below 20mg/dl. She tested again and gave her a result of 130mg/dl. The customer's expected fasting blood glucose test result range is 130-140mg/dl. Customer denies signs and symptoms of low blood sugar and denies need for medical attention at the time of call. Customer also states meter does not synchronized with pharmacy computers. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2016. Customer states time and date on meter are incorrect. The meter memory was reviewed for previous test result history: (B)(6).